Event description:
Patient appears to be going in and out of ventricular high-rate, device appears to be undersensing on ventricular lead current intracardiac electrogram at times. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).